Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported an event where the alaris system (pcu) shut off without providing low battery alarm. The customer (clinical engineer manager) then stated that after learning the bd notification on alaris battery, they replaced the batteries in their fleet and followed bd¿s recommendations on battery maintenance. There was patient involvement, but unknown patient impact. The customer also stated that no devices will be sent to bd for investigation.